Event description:
A 3.0x28mm cypher stent was being withdrawn from a slightly calcified but non-toruous distal rca with 90% stenosis. Upon removal, the guidewire port (transition seal) area was noted to be bent. There was no patient injury, and the procedure was successfully completed with another product (unknown type).